Event description:
It was reported that the ventilator's wheels fell off. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the ventilator's wheels were tightened. The issue has been resolved and the device was delivered to the user in working condition. The mobile cart is equipped with 4 wheels and is used to move/transport the ventilator. Before transporting the ventilator system - with or without a patient connected - inspection of the mobile cart should be performed (e.g. Visual inspection of the wheels condition). Damaged or poorly tightened wheels on the mobile cart may cause difficulty in moving/transporting it and cause it to be unstable. User is obligated to handle the device with care and follow the information included in the mobile cart installation instruction. The root cause to the reported issue has not been determined. A correction of field # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique (B)(4).

Event description:
Manufacturer's ref #: (B)(4).